Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: 60 years old at the time of enrollment.

Event description:
Elegance clinical trial: it was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug eluting stents on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion #001 was in the left ostial superficial femoral artery (sfa), left proximal sfa, left mid sfa, extending up to left distal sfa with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 280 mm and 80% stenosis and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 220 mm sterling otw pta balloon. Treatment of target lesion was performed by the placement of two 6 mm x 150 mm eluvia drug eluting stents study device. Following, post-dilation was performed using 6 mm x 220 mm sterling otw pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2024, during index procedure, significant flow limiting dissection was noted in left superficial femoral artery and left popliteal artery post the dilation using 5 mm x 220 mm sterling pta balloon. The complication was expected, given the severe and diffuse nature of disease and small caliber vessels. Subsequently, the left popliteal artery was dilated using 5 mm x 220 mm sterling pta balloon followed by placement of 5.5 mm x 120 mm non-boston scientific self-expanding stent and left sfa was treated by placement of two 6 mm x 150 mm eluvia drug eluting stents. Post-dilation of the stents in left sfa and left popliteal artery was performed using 6 mm x 220 mm sterling balloon. Post treatment, angiogram revealed excellent results, and the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on aspirin and clopidogrel.

Manufacturer narrative:
A2 - age at time of event: 60 years old at the time of enrollment.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug eluting stents on (B)(6) 2024 as a part of the clinical trial. The target lesion #001 was in the left ostial superficial femoral artery (sfa), left proximal sfa, left mid sfa, extending up to left distal sfa with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 280 mm and 80% stenosis and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 220 mm sterling otw pta balloon. Treatment of target lesion was performed by the placement of two 6 mm x 150 mm eluvia drug eluting stents study device. Following, post-dilation was performed using 6 mm x 220 mm sterling otw pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2024, during index procedure, significant flow limiting dissection was noted in left superficial femoral artery and left popliteal artery post the dilation using 5 mm x 220 mm sterling pta balloon. The complication was expected, given the severe and diffuse nature of disease and small caliber vessels. Subsequently, the left popliteal artery was dilated using 5 mm x 220 mm sterling pta balloon followed by placement of 5.5 mm x 120 mm non-boston scientific self-expanding stent and left sfa was treated by placement of two 6 mm x 150 mm eluvia drug eluting stents. Post-dilation of the stents in left sfa and left popliteal artery was performed using 6 mm x 220 mm sterling balloon. Post treatment, angiogram revealed excellent results, and the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on aspirin and clopidogrel. It was further reported that on (B)(6) 2024, during index procedure, significant flow limiting dissection of grade e was noted in left superficial femoral artery and left popliteal artery post the dilation using 5 mm x 220 mm sterling pta balloon.